Event description:
On tuesday, (B)(6) 2021, the doctor was using the shell inserter handle to insert the sector ll shell, and once again, the end of the handle broke off creating two pieces. There was a five minute surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the associated device was received for examination. Examination of the returned device and photo investigation can confirm the reported the allegation. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.